Event description:
(B)(4) ((B)(6) rep) called on behalf of (B)(4) ((B)(6) rep) to report an alleged inaccuracy using the competitors screw. Level, side, direction of inaccurate screw is unknown) but this was only noticed on one screw that visually sat proud. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).